Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
The customer reported to the sales rep multiple complaints have been received in regards to surgical knife. She states that the physicians are complaining the knives are dull. No patient impact was reported. Additional information was requested.